Manufacturer narrative:
The user reported undergoing minor spinal cord surgery on (B)(6) 2025. They stated they were diagnosed with neuropathy but did not wish to share how they were feeling at the time of the call.the event was not related to sensor insertion or removal and was not associated with diabetes.the user did not receive hospital-based treatment but was prescribed medication, though they did not disclose the name.the user's hcp is not aware of the event. The user was advised to follow up with their hcp for further medical guidance.

Event description:
Senseonics was made aware of an incident where user reported undergoing minor spinal cord surgery on (B)(6) 2025. They stated they were diagnosed with neuropathy but did not wish to share how they were feeling at the time of the call.the event was not related to sensor insertion or removal and was not associated with diabetes. The user did not receive hospital-based treatment but was prescribed medication, though they did not disclose the name.the user's hcp is not aware of the event. The user was advised to follow up with their hcp for further medical guidance.